Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2203, the patient was driving and passed out; this resulted in a car accident. Emergency medical services (ems) arrived. The patient¿s cgm was reading 141 mg/dl and the bg meter was reading 99 mg/dl. Ems treated the patient with glucose and the patient regained consciousness after treatment. Ems transported the patient to the emergency room (ER). The patient did not mention any medication or treatment provided to her while in the ER. The patient was discharged home on the same day. The patient was doing well at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator for the time the patient passed out. The reported glucose values when ems arrived fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.